Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations of a stryker femoral head and a competitor liner. The lfit v40 femoral head and competitor devices were revised to stryker devices. Rep reported that no further information will be released by the hospital or surgeon.